Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient manifested cloudy effluent three to five days prior to the event onset. On an unreported date, the patient was hospitalized for the event of cloudy effluent with no further symptoms. On an unreported date, the patient was diagnosed with peritonitis. The patient was treated with cefazolin (dose, route, frequency, and duration not reported), fortum (dose, route, frequency, and duration not reported), intraperitoneal gentamicin (dose, frequency, and duration not reported) and oral fluconazole (200mg; frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient's recovery status and outcome of the event were unknown. No additional information is available.